Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: proximal aortic neck angulation smaller than or equal to 60 degrees. The IFU also states to loosen the deployment knob. Confirm final device position and orientation and deploy the trunk using a steady and continuous pull of the deployment knob to release the endoprosthesis. Pull the deployment knob straight out from the catheter side arm. Deployment initiates from the leading end toward the trailing end.

Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. An 18 fr introducer sheath was inserted from the right side but was not able to be advanced to the desired location. The physician then inserted the sheath from the left side and advanced to the desired location. The trunk-ipsilateral leg component was inserted and started to deploy at the desired location using the slow deployment technique. While pulling deployment line, the proximal neck of the device dropped into the aneurysm sac due to the pressure of the blood flow. The physician decided to convert the pt to the open surgery. The trunk-ipsilateral leg was removed and the y graft was implanted. The pt tolerated the procedure.